Event description:
During the procedure a retriever was used for a basilar artery occlusion. Two passes were made with this retriever. A hemorrhage was confirmed at the posterior cerebral artery during the procedure. No medical intervention was performed. The physician stated that the hemorrhage was caused by the retriever.

Event description:
During the procedure a retriever was used for a basilar artery occlusion. Two passes were made with this retriever. A hemorrhage was confirmed at the posterior cerebral artery during the procedure. No medical intervention was performed. The physician stated that the hemorrhage was caused by the retriever.

Manufacturer narrative:
The device has been disposed.

Manufacturer narrative:
The subject device was not returned; therefore, physical analysis cannot be performed. However, hemmorhage is noted as potential complication associated with such procedures in the direction for use (dfu). Therefore, a root cause of anticipated procedural complications has been assigned to this event.